Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated they did not know their blood sugar was high because the dexcom was reading 223 mg/dl which is in 'normal range'. She stated she went to the emergency room (ER) (no symptoms were reported) and when she arrived, they took a bg meter reading and it was 498 mg/dl. The patient was transferred to the intensive care unit (ICU) and was treated with an insulin drip. At the time of call, the patient was still in the ICU. No product for investigation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.